Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3888-33, lot# j0545162v, implanted: (B)(6) 2005. Product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that patient's lead wire broke off and was in her body. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.